Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was difficult to maneuver past the innominate vein into the superior vena cava. It was also reported that once the rv lead was removed it appeared to be damaged. The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed. The defibrillator conductor was distorted. There was blood in/on the helix/lobe mechanism. The lead was damaged at implant.